Event description:
It was reported that the patient had a car accident in (B)(6) 2010. In (B)(6) 2011, the patient had a st. Jude pain device implanted (7 inches above her implanted neurostimulator). Post implantation, the patient experienced a decrease in therapeutic treatment from her implantable neurostimulator. Impedances for the patients neurostimulator were found greater than 4000 ohms on all case combos (except c-2). The hcp intended to reprogram to see if c-2 would give the patient a good therapeutic effect. The patient outcome was not reported. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Programmer: model 3037, serial# (B)(4). Lead: model 3093-28, lot# v197175, implanted: (B)(6) 2009, explanted: na.